Event description:
The patient felt neurostimulation in his groin (no the stimulation target). X-rays and impedance testing was done. Reprogramming did not improve stimulation coverage. The percutaneous leads were replaced. Afterward, the patient felt tingling in his abdomen, bladder, and feet. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.